Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose level with five infusion sets on (B)(6) 2026, due to a bent cannula. The patient was treated with correction bolus via the pump and correction injection via multiple daily injections (mdi). The infusion set had been inserted in the thigh and the patient noticed symptoms within three hours of insertion. The patient then replaced the infusion set and successfully resumed insulin delivery. No further information is available.